Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that after a tricuspid valve repair procedure, this cardiac resynchronization therapy defibrillator (crt-d) was checked and found to be in safety mode/safety core reset. According to the physician, a magnet was placed over the crt-d during the procedure but it might have not been in the proper location thus causing oversensing of noise and the delivery of multiple inappropriate shocks as the right ventricular (rv) lead may have been nicked during the use of electrocautery. At this time no intervention has been performed and the crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that due to the patient's ill health, no intervention will be performed. The system remains implanted and in service. No adverse patient effects were reported.